Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 206 to 281 mg/dl and a correction bolus was delivered via the pump to address the bg level. The customer indicated that novolog had been used in the cartridge for 6 days and that the cartridge would be changed.